Manufacturer narrative:
Device is combination product.(B)(4)

Manufacturer narrative:
Device evaluated by MFR, eval summary attached. Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) with original packaging. The device was returned with the inner pouch opened and a hair was present on the carrier tube and the manufacturing heated seal was present on the inner pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure foreign matter was found. The target lesion was located in the moderately tortuous left circumflex (lcx). While unpacking the 3.00x28mm taxus liberte stent delivery system (sds), a hair was found on the device. It was noted that the package had been properly sealed before it was opened and the device did not come into contact with the patient. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is good.

Event description:
It was reported that during preparation for a stenting treatment procedure foreign matter was found. The target lesion was located in the moderately tortuous left circumflex (lcx). While unpacking the 3.00x28mm taxus liberte stent delivery system (sds), a hair was found on the device. It was noted that the package had been properly sealed before it was opened and the device did not come into contact with the patient. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is good.